Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the conversation the patient had with the customer care advocate (cca). The patient reported that the alleged meter inaccuracy began approximately 2 or 3 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿175 and 248 mg/dl¿ with the subject meter on the late morning of (B)(6) 2013. She also reported obtaining blood glucose readings of ¿235 and 306 mg/dl¿ at an unspecified time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient informed the cca that she manages her diabetes with oral medications (metformin and glipizide) in addition to humulin. The patient claimed she would adjust her diabetes medication dose based on the meter reading(s). The patient reported developing symptoms of feeling shaky and sweaty on an unspecified date/time after the alleged meter issue started. The patient associated the symptoms with a blood glucose excursion. At the time of the call, the patient mentioned that she felt the symptoms were as a result of adjusting her diabetes medication based on the alleged inaccurate results obtained with the lfs device. It is not known what treatment the patient received in response to the symptoms. At the time of troubleshooting, the customer care advocate (cca) noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged meter inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.